Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 08-feb-2023. H6: investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one 22gx0.16in insyte autoguard device from lot number 2160898. In addition, six photographs were submitted which displayed a needle that is missing a catheter and is shielded by the needle cover. The visual inspection of the unit is similar to that of the photographs. The catheter is missing, and the safety button is activated although the needle remains engaged. The reported issue was confirmed. The unit was microscopically examined, and adhesive was found in the inner wall on the grip binding the spring which prohibits it from uncoiling when the safety button was pushed. This is evidence to confirm a manufacturing related issue due to excessive adhesive being dispensed or a station or part misalignment. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga the needle failed to retract properly. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about needle retraction failure. According to the customer's report, the hcp pressed the button to activate the safety mechanism after venipuncture, but the needle was not retracted.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga the needle failed to retract properly. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about needle retraction failure. According to the customers report, the hcp pressed the button to activate the safety mechanism after venipuncture, but the needle was not retracted.